Manufacturer narrative:
(B)(4). One empty opened foil and one needle-suture piece of product code z311, lot mg6292 were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test cannot be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg6292 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent videolaparoscopic bypass gastroplasty on (B)(6) 2019 and suture was used. The thread broke during the procedure. A like device was used to continue the procedure. There were no adverse patient consequences reported.